Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was explanted due to dislodgement. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported.